Manufacturer narrative:
Investigation summary: this complaint is for misidentifications when using phoenix panel nmic/ID-481 (catalog number 449517) batch number 4352461. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates serratia liquefaciens , pantoea agglomerans , citrobacter koseri, klebsiella pneumoniae, escherichia coli and citrobacter freundii and serratia marcescens on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia marcescens) was misidentified as escherichia coli, twice. The user noted using biomerieux¿s api identification strips for confirmatory testing. No health impact or consequence reported. Report 8 of 13.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia marcescens) was misidentified as escherichia coli, twice. The user noted using biomerieux¿s api identification strips for confirmatory testing. No health impact or consequence reported. Report 8 of 13.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) hospital, (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.